Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown 5.0mm locking screw (bolt). (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. During the removal procedure on (B)(6) 2016, the screw broke within the patient¿s bone. Attempts to retrieve the fragment resulted in the fracture of the patient¿s femur. It is unclear if all the fragments of the broken screw were successfully removed. Per the facility, the complainant parts were discarded and are no longer available for evaluation. (B)(6). (B)(4). Unknown, as specific part and lot numbers for the complainant screw (bolt) were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure to have previously implanted trochanteric fixation nail advanced (tfna) hardware removed. During removal of the implants, one of the 5.0mm locking screws (bolt) snapped into two (2) pieces. As a result, the far end of the screw fragment remained lodged in the far cortex of the bone, partially engaging the screw hole of the nail. All of the other screws were successfully removed without incident. Then, the surgeon decided to attempt extraction of the nail with the screw fragment still in situ. During this attempt to remove the tfna nail from the medullary canal, however, the screw fragment retained purchase in the patient's bone, causing a fracture in the distal femur. Initially, the plan was to remove the tfna hardware and revise the patient to a total hip replacement. However, this plan was abandoned as a result of the distal femur fracture. The patient was instead plated with a less invasive stabilization system (liss) locking compression distal femur (lcp-df) plating system. The new hardware had to be borrowed from a geographically separate hospital site, which created a ninety (90) minute surgical delay. Additional information pertaining to patient outcome is unknown. The reason for the hardware removal is unknown. This report is for one (1) unknown 5.0mm locking screw (bolt). This report is 1 of 2 for (B)(4).